Event description:
It was reported that the camera head had an e226 communication error. The issue occurred during a left embryo area resection therapeutic procedure, the patient was under sedation and the device was outside the patient. Troubleshooting was attempted including wiping the contact section with alcohol gauze and reattaching the connection but did not resolve the issue. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the malfunction of the camera head. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.